Event description:
Twenty mins after insertion of catheter into a pt, dialysis pt, fitting of catheter came apart causing pt to lose a lot of blood. Replacement of blood did not occur. Dr was called, catheter reconnected and taped. Pt did not suffer any adverse reactions and is doing fine.